Event description:
It was reported that during an arthrodesis procedure with mantis, the blocker of the mantis screw broke when the persuader was applied. Also the patient weighed more than (B)(6).

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the tab breakage of the mantis cannulated polyaxial screw was confirmed upon visual inspection. Furthermore, the screw tabs only broke on one side of the implant indicative of failure by cantilever loading to one side during rod reduction. The manufacturing records were reviewed for this lot and all units were released in conformance with all relevant dimensional, aesthetic, & functional specifications including a test of polyaxial capability. The device failure is confirmed upon visual inspection. The tabs on one side of the screw-head that serve as a mechanical connection to the blades are broken off. There is scratching and other signs of normal wear on the outside of the screw-head. There is no indentation of the cannulated tip of the screw body. This indicates that the rod was not forcefully reduced into the screw head. This is significant because the screw tabs most likely did not break due to excessive reduction force, but rather as a result of offset loading of the instrument/screw assembly. The mantis surgical technique draws deliberate attention to the proper use of the persuader to prevent tab breakage due to excess force or offset alignment. Conclusion: based on the extensive history of this failure, circumstances of use (specifically the use of the persuader at the time of the failure), and the one-sided pattern of breakage, it is highly likely that the failure is a result of offset persuader reduction resulting in cantilever forces on a single side of the screw-head. The reported event also notes the large size of the patient, possibly suggesting a more cumbersome procedure based on patient anatomy.

Event description:
It was reported that during an arthrodesis procedure with mantis, the blocker of the mantis screw broke when the persuader was applied. Also the patient weighed more than (B)(6).